Manufacturer narrative:
During testing at the service center corrosion was noted in the battery compartment of the device. This was due to battery leakage from the disposable batteries. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that the device alarmed with an unspecified alarm code. No additional information was provided. This is not a reportable malfunction. However, during verification testing at the service center, leakage from the disposable batteries was noted in the battery compartment of the device.